Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called to report that after trying to bolus, the device alarmed no delivery and then motor error. The customer's blood glucose reading was 520 mg/dl. The customer tried to treat with the insulin pump. The customer found another motor error alarm in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The caller declined to return the customer's device for failure analysis.